Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and reviewed the alarm default settings and found the nbp systolic high limit was set to 160. It was confirmed that readings above this limit alarmed and were acknowledged, while readings at or below the limit did not alarm. The customer modified the systolic high limit to 140 and confirmed that alarms were now being generated as expected for readings above 140. The system met specification for the performed service and was returned to use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellispace perinatal k large arch. Indicating that the nbp systolic readings were not generating alarms at the central station. The device was in use on patient at time of event; there was no adverse event reported.